Event description:
A malfunction was reported with the occurrence of a malfunction alarm labeled as malf 12, with at least three instances of the issue on the same pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a manual insulin delivery method as a backup until the replacement pump could be provided. The pump was confirmed to be within warranty, and technical support arranged for a replacement, instructing the customer on how to store the pump and return it with a pre-paid label within ten days.